Event description:
While placing perclose device in right femoral artery, "pop" was heard, device. Fluoro noted fractured area in device. Vascular surgeon consulted & pt taken to or for surgical removal of device.